Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user was hospitalized about a year ago with a blood glucose (bg) level of 565 mg/dl and high ketones. Reportedly, the user believed the cartridge may have been the issue, but does not remember. The user was treated with a manual injection and was released 2 or 3 days later; however, the user does not remember exactly when.